Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, sparks were observed when the maryland bipolar forceps (mbf) instrument was being energized. The customer used a backup mbf instrument to continue with the procedure. The site was completing the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no thermal damage noted after the arcing event. There was no patient injury. The surgeon was cauterizing, and bipolar energy was being activated when the issue occurred. Monopolar was not connected to a bipolar instrument. The third-party generator force triad was used with the settings macro 60w. The instrument was used for five hours prior to the arcing event. The other instruments were in use when the arcing event occurred. The instrument did not touch any staples, clips, or sutures while energized. The instrument jaws were immersed in liquid and had tissue debris attached before activating the instrument. It was noted that the instrument was removed prior to arcing, and the instrument wrist was straightened before the removal.